Event description:
Patient went home with fluorouracil infusion pump. When he returned 46 hours later, the pump was still full. The nurse verified that all clamps were open and everything was taped as it should be. All clamps were open but the filter was no longer taped to the skin. Dressing was reinforced and patient was sent home. Patient return 24 hours later and the pump had not infused on this occasion because the clamp to the pump was not open. Patient returned on and the pump had still not infused and all clamps were open and the filter had been taped to the skin. Pump was then disconnected and returned to pharmacy.